Manufacturer narrative:
(B)(4). Method: the complaint opt312 optiflow junior nasal cannula was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photograph revealed that the opt312 optiflow junior nasal cannula was damaged. It was also reported that the opt312 optiflow junior nasal cannula had been disinfected and reused multiple times, which is against user instructions. Conclusion: the reported damage is likely due to multiple disinfection and reuse, which is against user instructions. The opt312 optiflow junior nasal cannula is only to be used for single patient use. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: -"appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death -do not stretch or crush tube. -do not soak, wash, sterilise, or re-use this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production.

Event description:
A healthcare facility in china reported that the tubing of an opt312 optiflow junior cannula had stretched at the cannula tube joint, during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that the tubing of an opt312 optiflow junior cannula had stretched at the cannula tube joint, during use. There were no reported patient consequences.